Manufacturer narrative:
The device was not returned for analysis as it was reported to have been discarded at site. Intracranial hemorrhage is a known inherent risk of mechanical thrombectomy procedure and is documented in the device's instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. The event could not be confirmed, as cause of the event could not be definitively determined.

Event description:
Medtronic received report of post mechanical thrombectomy procedure neurological decline occurred. This event was reported to have been index stroke procedure related and caused by intracranial hemorrhage subarachnoid. The mechanical thrombectomy device made one pass within the m2/m3 of the left middle cerebral artery (mca). This achieved tici of 2b. The baseline tici was 2a. No report of embolization to new territory ordistal emboli within the same territory, and no device deficiency. The stroke was classified as cardioembolic. Post intervention imaging revealed subarachnoid hemorrhage (sah). The patient did receive systemic thrombolysis. Baseline nihss was 15. Prior to stoke, the mrs was 1. At 24 hours post intervention, the nihss was 17. 7 days post intervention and on discharge, the nihss was 17 and the mrs was 4. At an unscheduled nihss assessment, it was 17. At 90 day assessment, the mrs was 3. Neurological deterioration (nd) occurred on (B)(6) 2015 and was reported as study disease related. This resolved without sequelae/residual deficit. Comment: the cec feels that the conservative adjudication for the nd would be procedure related, although the decline persisted until at least time of discharge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.